Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician professional reported that following an intraocular lens (iol) implant procedure, the patient had blurry vision depth perception is not correct. The iol was exchanged for unspecified lens model 1 month and 19 days after the initial implant procedure. Clinical reason for explant was reported as intolerance to multifocal iol. Additional information has been requested.